Event description:
It was reported by the rep that the device was used during a mammotome breast biopsy. It was reported after the micromark clip was deployed the doctor was removing the applier. During this time, she was with the applier and noticed something wasn't right with the applier tip. After taking a sterotactic pair, she noticed the metal hub of the applier was in the breast. There was no consequence to the patient.